Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported experiencing his scs ipg pocket site becoming increasingly painful in addition to redness at the site. The pt was advised to consult with the physician regarding the issue. Follow-up identified the issue resolved on its own.